Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced issues with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg). The patient noted a drop in stimulation from 3.5 to 3.3, and the device was not responsive to their pain level. The patient mentioned that the pain was possibly worse than when the device was initially implanted. The patient attempted to manage the pain by increasing the stimulation, but the pain persisted. The patient was advised to consult with a healthcare professional to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.